Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was in backup operation. The patient was stable.

Event description:
New information noted that the device was reprogrammed and normal function was restored. The patient was not symptomatic to the backup and was stable during and after the reprogramming.